Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to investigate and was able to confirm the reported issue. The stm attempted to change the batteries to opposite slots however, the batteries still will not charge. The stm observed the battery indicator light would come on and the battery would start to charge but then stop. To fix the issue, the stm installed a new battery pack, li-ion and performed all functional and safety checks to meet and pass factory specifications. The iabp was then released to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) newly installed batteries will not charge. This is an out of box failure. The batteries were replaced on a previous service order just a few days prior. No patient involvement or adverse event reported.